Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The sorin group field service representative who discovered the issue replaced the faulty touch screen with a new led touch screen. Subsequent testing found no further issues and the unit was returned to service. A photograph of the replaced touch screen was taken and sent to sorin group (B)(4) for evaluation. Analysis of the photo confirmed the issue to be related to an open root cause investigation ((B)(4)). The reported failure is a known issue. (B)(4) was initiated to investigate the failures, which found that the adhesive used in the device ages with time and can lead to failure of the connection. Sorin group (B)(4) will continue to monitor for this type of issue.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive during preventative maintenance. This issue was noted by a sorin group field service representative during routine service. There was no patient involvement.